Manufacturer narrative:
(B)(4): the device displayed a charge shock failure, cable malfunction and then failed to power up. The device was evaluated by a philips field service engineer. The therapy pca was replaced to resolve the reported symptoms.

Event description:
The device displayed a charge shock failure, cable malfunction and then failed to power up.